Event description:
According to the distributor's report, the caller reported that the device was used to close a laceration near the eye. During application, a small amount of adhesive contacted the corner of the pt's eye. The caller requested info on how to remove it. Ophthalmic ointment was suggested. No further info is reported.